Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was inserted and deployed into the laa. Immediately upon deployment, the closure device released. The physician was able to evaluate the position, size, and seal and determined that the device would remain implanted. There were no patient complications, and the patient was discharged home.

Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was inserted and deployed into the laa. Immediately upon deployment, the closure device released. The physician was able to evaluate the position, size, and seal and determined that the device would remain implanted. There were no patient complications, and the patient was discharged home.

Manufacturer narrative:
Device evaluated by MFR.: a watchman flx pro delivery system (wds) with no implant was returned for device analysis. The device was visually and microscopically examined. Visual inspection revealed numerous kinks in the sheath. Microscopic examination revealed tip damage as the tri-cuts were flared, and there were abrasions within the sheath tip. The tip damage, and abrasions within the sheath tip, are consistent with deploying and recapturing the implant. There was no other damage or defect found. Product analysis could not confirm the reported event as clinical circumstances could not be replicated. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.